Manufacturer narrative:
B3: the event occurred during an unspecified date of the week prior to the day the issue was reported on (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was observed immediately after filling. The device contained saline, 21 ampoules of metoclopramide, 7 ampoules of esketamine, 4 ampoules of ondansetron and one bottle of 10% lidocaine solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between november 6-7, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and a leak (backflow) was observed at the fill port. Further examination revealed the cause of backflow was due to two glass fragments measured to be 0.15 and 0.20 square mm in size, stuck under the device's checkband. The reported condition was verified. The most likely cause of glass fragments becoming stuck under the checkband is user filling technique. The product label (IFU, instructions for use) indicates, "when withdrawing medication from a glass ampule, use a filter needle and remove the needle before filling the device". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.